Event description:
It was reported via repair work order that the bed had unintentional movement as the cpu board was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had unintentional movement as the cpu board and headend coupler were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the damaged head end coupler affected the lift which was stuck at low height. This will result in caregiver annoyance; however, it is not likely to harm the patient as the lift was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.